Event description:
It was reported that the customer was hospitalized due to hyperglycemia, as well as abdominal and shoulder pain. The reported blood glucose reading was 502 mg/dl. Troubleshooting was performed and found that there were air bubbles in the reservoir and infusion set, the customer's nurse was assisted with removing the air bubbles. The prime and high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.